Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis a conclusive cause for the reported difficulty could not be determined. Factors that contribute to failure to achieve hemostasis include, but not limited to, poor or partial tissue capture, air knot. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the heavily calcified right common femoral artery was attempted with a prostyle device using the pre-close technique via an 8f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with the first prostyle device. The sutures of two prostyle devices were successfully placed. The sheath was upsized to a 14f sheath, and the tavi procedure was completed. Post procedure, the knots were advanced and tightened, but blood was still leaking. Hemostasis was achieved by a surgeon via cut-down and surgical suturing. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.